Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital after feeling lightheaded. Review of their system revealed a high out of range pacing impedance measurement of greater than 2000 ohms and loss of capture on the right ventricular (rv) lead. The physician suspected the rv lead had fractured near the clavicle first-rib area. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.